Manufacturer narrative:
The lot number was provided, therefore the device history record was reviewed and no abnormalities were noted. Historical trending found this to be the first reported incident of this lot, catalog number, and failure mode. Samples were provided, and visual inspection of the returned samples found no abnormalities. Based on the complaint description and on the testing conducted of the returned samples, this appears to be an isolated incident. The root cause for the complaint could not be determined. The supplier has been apprised of this reported incident and will continue to monitor the manufacturing process including their management of the glove formers. We will continue to monitor for complaints of this nature.

Event description:
A phlebotomist had what appeared to be tiny glass fragments embedded in her hands. She saw her primary care provider on (B)(6) 2012. She did not immediately suspect the gloves. Her primary care provider suggested that the gloves could be the problem and to try an alternative. He recommended referral to dermatology if the problem was not able to be resolved by changing gloves. The phlebotomist changed to a new lot number which was okay. Her hands are better although there are still some scars. She did not feel it necessary to see dermatology at this point.